Event description:
Rptr complains of rupture left side, which spread into muscle & muscle had to be removed under arm. Saline leaked into chest wall, (according to mammogram taken in 1991). No one able to read mammogram. Rptr complains of allergies, irritable bowel syndrome respiratory distress, & chronic fatigue.